Manufacturer narrative:
The serial number was not included in the user report. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. It is unknown where this event occurred. This medwatch report is being filed on behalf of livanova (B)(4). It is unknown if the reported patient infection is related to the use of the heater-cooler device. No information about the device was provided and it is unknown if the involved unit has been tested for contamination. As no device specific information or contact information of the facility or initial reporter has been provided, livanova (B)(4) is unable to perform any follow-up with the customer regarding this event at this time. A review of existing complaints did not identify any event that matched the description provided in the user report. No further investigation is possible. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. No device related information provided.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report (mw5071601) stating a patient culture tested positive for mycobacterium chimaera after undergoing aortic valve replacement in 2014. The report indicated that the source of the bacteria was possibly a heater-cooler system 3t.